Manufacturer narrative:
The user started receiving glucose suspend alerts on 28 october 2025, day 64 after insertion. An RMA was authorized for the return of the sensor. The sensor was received for further investigation. Upon visual inspection, a significant portion of the hydrogel was found missing over the optical area of the sensor, likely damaged during the removal procedure due to excessive force applied by the removal clamps; this is unrelated to the user's complaint. In-house testing of the sensor's long-end functional test data was inconclusive due to hydrogel damage over the optics. The short-end channels showed optical instability. A review of the raw sensor data from the returned sensor showed optical instability in all sensing areas. The glucose suspend alert was triggered when all sensing areas fell below the threshold value. Visual inspection of the returned sensor showed delamination of internal sensor electronic components, which contributed to the observed optical instability and subsequent triggering of the glucose suspend alerts. The RMA was authorized for return of sensor only as the user elected to use a different cgm system. B4.date of this report 22 feb 2026. G3.date received by the manufacturer? 22 feb 2026. H3. Device evaluated by manufacturer?yes. H6. Type of investigation updated to 10,4121. H6. Investigation findings updated to 3224. H6. Investigation conclusions updated to 4307.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
Senseonics was made aware of an incident where user reported of receiving glucose suspend alerts which led to early sensor removal.